Event description:
During a c5 - c7 anterior cervical discectomy and fusion (acdf) the surgeon pre-drilled screw holes and implanted the screws in the zero-p implant. While viewing an x-ray the plate was noticed to be crooked. One side of the zero-p 6mm lordtic large implant twisted and separated while inserting the screws. The implant was removed and another zero-p was used to successfully complete the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.